Event description:
It was reported "when it¿s being charged and instead of charging it starts losing the charge. At some point it basically shuts down." There was no reported impact on the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issue.